Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 did not fully eject. The field service engineer found that drawer 3, legacy full height cubie, was not failing but had difficulty opening. Discovered that a medication in drawer 4, matrix, was overfilled and sticking up, causing friction on the bottom of drawer 3. The fse removed the medication and gave it to the rx escort to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, drawer 3 was not fully ejecting. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.